Event description:
It was reported that the customer was hospitalized with low blood glucose level of 31 mg/dl. No troubleshooting was performed. No other info was provided.

Manufacturer narrative:
The insulin pump alarmed during the prime/fill test. Unable to perform any further tests due to prime/fill anomaly.